Event description:
The customer contact reported a shock. It was reported that the patient unplugged the device from the ac power outlet, the patient felt a "little shock." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.